Event description:
Pt implanted with two competitors pelvic mesh products on (B)(6) 2009 and (B)(6) 2010. Pt implanted with t-sling on (B)(6) 2010. Later, pt experienced erosion, pain, disability and return of sui and prolapse.